Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(4) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient thinks the charging with the rtm has improved dramatically but she does not like that it takes twice as long to charge because she has to charge the controller and then will have to charge the implant as well. The patient was really disappointment and gives herself 2-4 hours to charge all of her devices. The patient further reported that she had her implant replaced in 2018 because the leads had migrated 2 vertebrae down. The patient was able to get coverage where she needed it but then was unable to get the coverage where she needed it. The patient had the implant replaced and wishes they put her new leads higher because if she looks down she will feel a stiff lead wire which she noticed since her implant date. A new carrying case was ordered. No further complications were reported/anticipated. Related pe 702201692 for information related to carrying case**